Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the l bracket pole clamp. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The left plunger case flipper no longer works properly because of normal wear. The root cause of the issue was related to normal wear as the pump was over 11 years old. Replaced left plunger case. Performed power up and self-test process.

Event description:
It was reported that the pump exhibited a syringe plunger sensor issue. No patient injury was reported.